Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from the minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sample was returned with the aluminum foil peeled. The sponge was found fully separated from the cap. The reported condition was verified. An assignable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.